Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for n on-malignant pain. It was initially reported on (B)(6) 2018 the patient's pain pump was not working and the patient was advised to call back tomorrow. The patient called back on (B)(6) 2018 and reported the poor communication icon was reported on the personal therapy manager (ptm). Troubleshooting done prior to the call included attempting to use the ptm without the antenna and replacing the ptm batteries. No troubleshooting was done on the call. The ptm was still not operating as expected. The patient was getting the poor communication icon without the antenna attached. There was no out of box failure and patient symptoms were not reported. An email was sent to repair and call back request was sent to the repair team. The event date was (B)(6) 2018. It was also reported the patient had his pump refilled on (B)(6) 2018 and the refill date on his pump was showing (B)(6). The patient had an appointment on the day of this report with his healthcare provider (hcp) unrelated to his pump device and would bring the ptm to the appointment. No further complications were reported/anticipated or expected.